Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing of retained devces of lot number t13709rn. Retains of the complaint lot were tested with a positive calibrator, no issues with tni recovery were observed. Lot performed within specification. Manufacturing batch records for lot t13709rn were reviewed and found that the lot met final release specification; however, the lot is associated with an ongoing recall related to the potential for negatively biased troponin results on triage cardiac panel .

Event description:
Event occurred in the USA. Customer is trying to validate troponin I on three triage meters and keeps getting very low recovery and values not correlating with the exl method. On 1/23/23: customer reported correlation issues for 3 patient samples with triage cardiac tni only panel t13709rn and hstni on the exl analyzer. Patients were not treated based on triage results. Random samples that were drawn sometime that day were chosen for comparison. Patient 2: discharge diagnoses:n/a. Principal problem: acute exacerbation of chf (congestive heart failure) (cms/hcc). Active problems: acute cystitis without hematuria. Acute urinary retention. Hcap (healthcare-associated pneumonia). Cardiac amyloidosis (cms/hcc). Patient 3: no patient information was provided. Patient 5: discharge diagnoses: sepsis (cms/hcc). Outcome matches triage results.

Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing of retained devces of lot number t13709rn. Retains of the complaint lot were tested with a positive calibrator, no issues with tni recovery were observed. Lot performed within specification. Manufacturing batch records for lot t13709rn were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no correction action is required.